Manufacturer narrative:
One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during investigation. The customer reported complaint was confirmed. It was found that the downstream occlusion seal was delaminated along with contamination from foreign material. The downstream occlusion seal was replaced.

Event description:
It was reported that the downstream occlusion seal coming off. It is unknown if there was patient involvement.